Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal and gastric varices procedure performed on (B)(6) 2025. During the procedure, the handle component was stuck. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle broken. Block h11: the returned speedband superview super 7 was analyzed. The ligator housing was not returned; only the handle was received. Upon inspection, it was observed that the slack had not been taken up, and there was no indication that the trip wire had been secured to the post. Additionally, the handle was rotated 180 degrees until an audible click was heard. No issues were identified with the handle. No other problems with the device were noted. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the slack wasn't taken up from the handle slot; however, the IFU states, "take up slack by pulling proximal end of trip wire on handle unit." The reported event of handle broken/won't turn was not confirmed. Investigation found that the ligator housing was not returned. Additionally, the device's instructions for use were not followed, as the trip wire was not secured to the handle. This oversight can significantly impact the deployment of the bands once the ligator housing is installed in the endoscope, potentially causing the trip wire to malfunction and preventing proper coordination with the handle during band release. Based on all gathered information, the probable cause selected is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal and gastric varices procedure performed on (B)(6) 2025. During the procedure, the handle component was stuck. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.